Event description:
It was reported by the patient's mother that the decapo powerpack leaked in the frame.

Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.